Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.

Manufacturer narrative:
Upon evaluation it could be confirmed that the distal part of instrument was broken. There are many dent and mechanical damaged observed on handle of the device. The breakage area shows no sign of corrosion and it is a freshly break. No indication for a material or manufacturing related issue was found during the investigation. In conclusion, the root cause most likely is due to mechanical overload, such as exerting too much force. This is user error without patient harm, therefore the case is non reportable.

Manufacturer narrative:
Device has not yet returned to the factory for evaluation.

Event description:
As per a manufacturer incident report we received from the factory in (B)(4): as reported: "when the dilator was knocked out, the compressed dilating anterior part became detached. No trauma on removal of the loosened dilator part without residue."